Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose. The mother stated that the insulin pump was not functioning and for several weeks the device was not delivering the insulin. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found several error alarms. Checked the bolus history and noted that the history was blank. Assisted the parent to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. The caller did not feel comfortable and requested a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. However, and alarm was found in the alarm history due to corrupted history file.